Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported excessive black ink on the catheter distal end which made insertion difficult as well as the markings removing from the catheter when touching. The customer returned one epidural catheter. The catheter was visually examined with and without magnification. Visual examination of the returned catheter revealed that the catheter appears typical but used. Biological material can be seen between the inner coils. No other anomalies or defects were observed as markings on the catheter appear typical. A dimensional inspection was performed on the returned epidural catheter. Outer diameter (od) measurement of the returned catheter revealed a value of 1.07mm using a caliper ((B)(4)), which is within specification (1.115mm maximum) per (B)(4). A functional test was performed by attempting to thread the returned catheter through a lab inventory epidural needle. The catheter was thread at the distal end and would thread through the epidural needle with no resistance met. A drag test was other remarks: performed per pip-013 using the returned components and a weight ((B)(4)). The catheter could thread through the returned needle with no resistance met. The catheter passed the drag test. Additional testing was performed with the returned epidural catheter per (B)(4) distance markings. Scotch 610 tape was applied on the distal end of the returned catheter over the indicator markings with firm and steady pressure. The scotch tape was immediately torn off the catheter and the distance markings were still legible and no ink was removed. No issues were found with the application of the marker bands. Specifications per (B)(4) was reviewed as a part of this complaint investigation. A design history review was performed for part # kz-05400-002 as a part of this complaint investigation. There have been no material changes for this part during the last two years that could have led to this complaint. The reported complaint of the catheter having excessive ink at the distal end causing insertion difficult could not be confirmed based on the sample received. The returned catheter could be thread through a lab inventory needle with no resistance met. The returned catheter passed a functional drag test, and the returned catheter od was found to be within specification. The returned catheter was also tested for legibility of the distance markings and no issues were found. A device history record review was performed on the epidural catheter with no relevant findings. There were no issues found with the returned catheter.

Event description:
It was reported that excessive black adhering ink on the catheter at or around 5 cm from the distal tip caused the catheter insertion difficulty. Therefore, a new kit was opened. Some ink fell away from the catheter because the user touched it with his/her hands during the procedure. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that excessive black adhering ink on the catheter at or around 5 cm from the distal tip caused the catheter insertion difficulty. Therefore, a new kit was opened. Some ink fell away from the catheter because the user touched it with his/her hands during the procedure. The patient's condition was reported as fine